Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned product exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the trials, the piece broke into the patient body. All pieces have been found. No piece remain into the patient body. No injury to the patient's health or body. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.